Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na, cl, and k results for two patients tested on a cobas 8000 cobas ise module. The initial results were not reported outside the laboratory. The customer repeated patient 1¿s sample on another analyzer, and patient 2¿s sample was repeated on the initial analyzer. Patient 1¿s initial results were na 128 mmol/l, k 4.3 mmol/l, and cl 118 mmol/l. Patient 1¿s repeat results were 143 mmol/l, k 4.8 mmol/l, and cl 105 mmol/l. Patient 2¿s initial k result was 3.0 mmol/l, and the repeat k result was 4.0 mmol/l. The customer determined the repeat results were correct for both patients. The na, cl, and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer discovered an electrode replacement was required due to cl qc recovering lower than the qc limit. He performed an instrument check and made adjustments to the ise unit. After service, the customer's ise qc has been stable and acceptable. The customer had no further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.